Event description:
The fe states that the collimator was completely closed down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.